Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11398. Reference MFR report: 1627487-2012-11399. It was reported the pt was no longer receiving stimulation in the correct areas. It was reported the pt did not want to meet for reprogramming. F/u identified the physician replaced the scs system to address the issue. It was reported the issue was resolved postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.